Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, an issue related to the ventilator's power supply was observed. The device's power supply was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced a power supply. The power supply was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power supply was found to be due to a short circuit of the integrated circuit (ic31 and ic51).